Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, the device activated properly at first, but then the blade stopped rotating after a short time. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade was not seized and the device operated as intended during the evaluation.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.